Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Images are not displayed due to damage to the scope connector. In addition, water tightness was not maintained due to perforation of the forceps channel. Scratches were on the tip cover. Scratches were found on the scope connector. Scratches were found on the operation part. Scratches were found on the rotating mechanism. Scratches were found on the grip. There were scratches on the angle lever. Scratches were found on the up/down plate. Scratches were found on the universal cord. There were scratches on the scope connector cover. Protector of universal cord on control section side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite bronchovideoscope images did not display. The event occurred during an unspecified procedure. The intended procedure was completed using a replacement device. The user facility carries out pre-use inspection. Devices undergo high-level disinfection during reprocessing. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image display was due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.